Event description:
It was reported that this pacemaker was programmed to maximum output pacing to ensure safety, as the patient had complete heart block (chb). The patient presented to cardiovascular operating room (cvor) with a battery status showed less than 3 months remaining. This pacemaker was explanted and replaced due to the low projected battery. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned accolade device was analyzed, and review of device data noted the power consumption was normal while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this pacemaker was programmed to maximum output pacing to ensure safety, as the patient had complete heart block (chb). The patient presented to cardiovascular operating room (cvor) with a battery status showed less than 3 months remaining. This pacemaker was explanted and replaced due to the low projected battery. No additional adverse patient effects were reported.